Event description:
Eight yrs ago, I had lasik surgery on both of my eyes. Since then I have had blurred vision. Headaches, extremely impaired night vision and dizziness. The doctor who performed my surgery was let go which I later found out was due to his poor results. I was misinformed on many levels regarding the outcome and expectation of this procedure. I have since been back to that same practice where I have had 3 additional surgeries, and it has been highly suggested by this practice that I have a 4th. I have spent thousands of dollars on other physicians only to be told I am stuck like this. I am a mother of two small children and this is ruining my life! I was not a good candidate for this procedure as I have a large pupil size. I am angry, frustrated and helpless.